Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-12703. It was reported that low impedance and noise reversion were noted on the atrial and ventricular leads for several months. Both leads were experiencing noise and atrial lead sensitivity was not high enough to account for the noise. Both leads appeared distorted and the physician believed they were showing signs of fracture as they crossed the clavicle. Impedance issues would suggest a breakdown in the insulation. Lead fracture was confirmed via x-ray. High capture only on the rv lead with high outputs on device was noted. Both leads were explanted and replaced. Patient was stable.

Manufacturer narrative:
A partial lead was returned in two pieces. Visual inspection found clavicular crush damage at 21.5 ¿ 22.5 cm from the connector pin. The inner insulation was damaged and all filars of the outer coil were found to be fractured at the middle region of the lead. This is consistent with the observation from the field of sensing issues, noise, low pacing lead impedance, lead fracture, suspected insulation damage and clavicular crush.